Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 7f sheath (unknown model). A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured. The device was removed and the patient was converted to 30 minutes of manual compression. A femostop was applied proactively. Hemostasis was achieved. The patient was ambulated and discharged on (B)(6) 2012 with no clinical sequela.

Manufacturer narrative:
The returned device was inflated with fluid to determine if there was any presence of a leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. Based on the information provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. There is no evidence to suggest that the device did not meet specification or perform as intended per the instructions for use (IFU). The review of the lhr (lot f1219809) indicated that the device lot met all established performance criteria prior to shipment.